Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #1). Per op notes, ¿a composix e/x mesh (device #1) was placed to cover the defect and tacked.¿ (B)(6) 2011 ¿ patient was diagnosed with infected ventral hernia mesh thereby underwent open repair with the removal of mesh (device #1) and implant of xenmatrix (device #2). Per op notes, ¿purulent material was aspirated. The mesh (device #1) was removed completely by twisting spiral tacks and debrided abdominal wall because of infection and scar tissue. A xenmatrix mesh (device #2) was placed and sutured.¿ on (B)(6) 2011 ¿ patient had purulent drainage thereby underwent wound revision.